Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac), a versacross access solution kit was selected. The physician was attempting to perform the transseptal puncture (tsp) via intracardiac echo (ice) imaging. After the tsp was completed, the watchman sheath was inserted and the physician noted that the patient had developed a pericardial effusion located at pericardium. The physician made the decision to abort the watchman procedure. There was no intervention required to treat the effusion. The patient was kept for observation. The wire crossed without using radio frequency, potentially it crossed due to patent foramen ovale. Transseptal access was completed however it took some time for the watchman sheath and ice catheter to go across. In the physician opinion, it is believed the ice catheter may have contributed to patient complication. The device is not expected to be returned for analysis (disposed).